Event description:
It was reported the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The cause was due to air bubbles in the cartridge. Customer performed a supply change to address the issue. The customer took corrective actions by administering a correction bolus via the pump, and customer technical support (cts) provided guidance on inspecting and properly setting up the infusion system to prevent air gaps, advising the customer to hydrate with sugar-free and caffeine-free fluids.